Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, which was treated with a bolus delivery. Customer reported of having issues with tape adhering. Customer reported of sweating heavily while at construction job. Customer also reported that materials from work hits infusion set causing it to come out. Customer was advised that tape kits would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.